Event description:
Pt suffered rf burns during MRI due to touching his right thumb to his right hip. Pt was instructed not to have skin to skin contact. Rf padding was used. Call button was given. Pt contact was made several times during study over intercom and pt stated they were okay. Burn discovered upon removing pt from mr scanner. Dates of use: (B)(6) 2012 - (B)(6) 2018. Reason for use: MRI examinations.